Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 8 months post-surgery. The patient experienced invasive revision procedure following mesh failure.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical ventral hernia and incisional hernias. It was reported that after the implant, the patient experienced recurrence, adhesions, pain, mesh migration, ¿squishy¿ area that protruded, and mesh was rolled up. Post-operative patient treatment included revision surgery, lysis of adhesions, and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical ventral hernia and incisional hernias. It was reported that after the implant, the patient experienced recurrence, adhesions, ¿squishy¿ area that protruded, and mesh was rolled up. Post-operative patient treatment included revision surgery, lysis of adhesions, and hernia repair with new mesh.